Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's por message was informational. The cause of the por was not determined, and the message resolved on its own. The patient was able to charge when the manufacturer representative (rep) spoke to the patient over the phone. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was charging and stimulation stopped. Charging stopped and then the patient saw a power on reset (por) message on the implantable neurostimulator recharger (insr). The calling manufacturer representative had not met with the patient yet and it was unknown at the time of the report if this was an informational or warning por. No further complications were reported.